Event description:
Customer reported inform system blood glucose results of 504 mg/dl and 319 mg/dl, lab result of 240 mg/dl within 10 minutes. Customer reported no pt symptoms, pt treatment based upon lab result. No adverse event reported. A request was made for the return of the system, replacement was sent.